Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. Review of the provided explant photographs confirms the reported polyethylene wear, and review of the provided x-rays confirms the reported tibial subsidence. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, the reported complaint of subsidence can be confirmed, but the root cause of implant/cement loosening cannot be definitively determined. (B)(4) has been undertaken to investigate attune post operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per co (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/28/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicted instability, tibial loosening (cement debonded from the tray) with subsidence, synovitis, osteolysis, and insert discoloration with pitting. The patella is being reported at this time.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain, instability, subsidence and tibial loosening. Loosening occurred at the cement/implant interface. The cement manufacturer is unknown. Implant wear was also reported.